Manufacturer narrative:
Following interview with the facility staff, two potential hypothesis of the ceiling lift fall were put forward. One facility employee said that the ceiling lift fell straight down. The ceiling lift is assembled to the rail via the trolley that allowed the ceiling lift to move along the rail. The evaluation of the ceiling lift and trolley did not reveal any damages that could lead to detaching of the ceiling lift. Another person said that the ceiling lift dislodged at the end of the rail. Contradictory information was also given about the end stopper that needs to be put at the end of the rail to prevent the ceiling lift from falling. One employee claimed that it was not installed, another that it was hanging from the rail and another did not see any end stopper. It could not be confirmed whether the end stopper was installed, came loose and slipped off, or whether it was not installed in the rail during the event. The instructions for use dedicated to maxi sky 600 (001.14150.33.en) warns: "warning: before each use, make sure all track end stoppers are in place and secured. Absence of an end stopper could lead to patient fall." Additionally, care and maintenance section informs: "make sure that end stoppers and rail caps are in place and tightened" before every use. When the arjo technician visited the facility to inspect the ceiling installation system, the ceiling lift was put back in the rail and the end stopper was assembled at the end of the rail by the facility employee. The device evaluation did not reveal any device failure that could lead to the ceiling lift detachment. Despite two possible scenarios, none of them could be clearly confirmed as the event was unwitnessed. Based on this, the exact cause of the ceiling lift fall could not be determined. To sum up, arjo device failed to meet its performance specification since the ceiling lift fell to the floor. The device was not used to transfer the patient. The complaint decided to be reportable due to maxi sky 600 detachment from the ceiling installation. No injury was claimed.

Event description:
Following information reported by the customer, the maxi sky 600 ceiling lift was found on the floor by the facility staff during the round. The ceiling lift detachment was allegedly caused by the patient lying on the bed. The patient was moving the ceiling lift back and forth using the hand control. The device was not used to transfer the patient. No injury was claimed. As a consequence of the fall, the ceiling lift casing broke into pieces.